Manufacturer narrative:
This ipg serial number was included in field advisories. Correction number: 1627487-05242011-002-r, 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she had turned stimulation off and was unable to turn it on again. In addition, the patient was unable to establish communication between the ipg and external devices (patient programmer and charging system) and received a communication error code. Follow up information revealed the patient will consult with her physician to determine the next course of action.